Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event occurred on an unspecified date and involved a primary plumset, pe lined tubing, 107 inch with list number where it was reported that the device had a crack, and the vents were leaking. There was unknown patient involvement and unknown patient harm. This captures 1 of 4 occurrences.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of crack and vents leaking could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.